Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed.

Event description:
This incident was reported by the patient's contact lens prescribing and purchase optician's office to the manufacturer. It was reported that the patient was seen for a contact lens fitting exam on (B)(6) 2024 and had no issues, but on (B)(6) 2024, the patient contacted the office to report experiencing discomfort the evening prior and removed the lenses, this increased to reported eye pain and difficulty opening the eye. As there was no available optometrist at the optician's office, the patient was referred to a pharmacy for advice. The patient reported to their optician that on (B)(6) 2024, the event had not resolved and the patient sought medical treatment at (B)(6) hospital. A clinical report from the treating ophthalmologist, dated (B)(6) 2024, was provided by the optician. The report indicates that the patient was diagnosed with a 3mm pseudomonas aeruginosa corneal ulcer in the left eye (os), location not specified, with visual acuity at the time of 1/10. The patient was treated with ceftazidime and vancomycin. The patient was advised to follow-up in two weeks. No additional medical information was provided regarding the event. Good faith efforts have been made to obtain additional information without success. This event is being reported in an abundance of caution due to the diagnosis of pseudomonas corneal ulcer of unknown location and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.